Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign remained in the device because reprocessing could not be conducted properly due to the leak from the scope cover packing and insertion section. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a water leak due to a pinhole on the connecting tube, a water leak due to wear of the scope cover packing, switch 1 had a cut, a chip on the objective lens causing a darkened image, a chip on the light guide lens, and the distal end cover was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a damaged universal cord. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign material on the light guide connector and protective coating of the bending portion of the device was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.